Event description:
It was reported that during an anterior resection procedure, the surgeon advanced the stapler as usual, but did not fire. The patient is ok but the surgeon was not happy because he had to do anastomosis by hand. Procedure was prolonged by 40 minutes. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: "but did not fire" what does this expression mean exactly, not cut, not cut and staple? The surgeon was doing an open anterior resection, the anvil clicked onto the spike and closed down as usual so that the red line was in the green area. The surgeon waited 15 seconds and fired the device, they heard the usual crunch and everything felt normal. When they opened the device to remove from the tissue, they could see that the anastamosis was not complete and there were no staples in the tissue. The surgeon didn't spend much time analyzing what happened, and he quickly moved on to doing a hand sewn anastamosis. On what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Normal tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Heard it click, closed as normal. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Bar in window of gun. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Yes, surgeon heard the crunch. Were any unexpected noises heard? No, everything was normal. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? Opened as normal no difficulties. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? N/a. Is there any other additional information you would like to share about this device, procedure, patient or physician? The surgeon said that maybe one of the staples had come through at the bottom end but there were no staples in the tissue after firing the device. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) disposable ethicon purse string applicator. How was the purse string placed, by hand or with an assist device? If an assist device, what product? See above. Was the spike of the trocar inserted lateral or through the staple line? Not sure. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Normal, no extra tension. Putting the anvil on the trocar were any graspers used? No, done by hand. Was the device completely fired plastic to plastic? Yes. Was the device fired over thick tissue? No- tissue as normal. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes.

Manufacturer narrative:
(B)(4). Additional information: the surgeon did not say whether the stapler had cut the tissue or not. He did say that the anastamosis did not hold together but I'm not sure whether it cut or not. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.